Manufacturer narrative:
The tip has been requested but not yet received. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that a patient experienced burns on the right side of the face during a thermage treatment. When the doctor treated the right side of the face, a system error displayed at about 350-400 reps. The doctor proceeded to changed the cryogen but the error repeated after 20 reps. The doctor changed the cryogen again to continue with the treatment for a total of 500 reps on the right side of face. When the nurse removed the marking grid on the right side of the face with alcohol, edema and dozens of wounds on the right cheek were noted. The patient was treated with hydrocortisone butyrate cream and cold compresses. The doctor changed the tip and finished the treatment on the left side of the face. The current status is noted as scab has fallen with a slight scar. The outcome is unclear at the time. The maximum power level used was 5.0. The reporter stated they used enough cryogen fluid. The tip was inspected before, and every 50-100 pulses. The doctor also inspected the treatment tip after the treatment, he found there was some abnormality at the edge of the treatment tip.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the handpiece and system performed as expected. Service confirmed damage to the tip membrane along the radio frequency trace. Investigation found stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causes arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by damage on the tip membrane.

Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed the tip passed flow, leak, and thermistor testing. The tip failed visual inspection due to dents and burnt trace on the surface membrane as dielectric breakdown was observed. Tip failed functional testing due to sparking on the tip surface during usage. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.